Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. Customer reported a blood glucose level of 117 (mg/dl). Customer reported that they had insulin injections available for alternate insulin therapy.